Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked while in storage. The device was filled with an unknown cytostatic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a pool of fluid inside the housing. Further examination revealed the direct cause of leakage inside the housing was due to ruptured bladder. The reported condition was verified. The cause of ruptured bladder could not be determined during the sample analysis. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.